Event description:
When attempting to advance the introducer sheath it was discovered that the tip of the inner dilator was compressed from the packaging. The tech had to use the wire to advance through the opposite end of the introducer to expand/enlarge the tip to allow the intorducer to smoothly advance over the wire in the normal fashion. According to staff the rep replaced the device. A new one was used without issues. No patient harm.